Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r waves (ffrw) and sensing integrity counter (sic) had increased. Low impedance was also identified on the ra lead and a polarity switch occured. The right atrial (ra) lead remains in use. Planned visit with physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was reprogrammed back to bipolar.